Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular oversensing (nsrvo). The episodes were caused by post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD). No patient symptoms were or interventions were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular oversensing (nsrvo). The episodes were caused by post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD). No patient symptoms were reported. Further information was requested but not received.